Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sterile processing department would like to replace 3 large and 3 small calcar planers. They had not been replaced and are dull. There was no mention of this in a procedure that I was a part of. A sterile processing lead also requested that 2 old pfc sigma femoral impactors and 2 old specialist 2 tibial impactors be replaced. The bolt that connects the black femoral impactor to the metal adaptor is loose and the bolt is stripped. The tibial impactors have been used for trial revision trays and are scraped and worn from impacting the trials

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the device associated with the reported event was not returned for examination. The investigation could not verify or draw any conclusions about the reported event without the device to examine. The investigation findings did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.